Event description:
Describe event or problem: balloon burst.

Manufacturer narrative:
Report rec'd from our affiliate indicated there was a balloon burst during dilation of femoral artery. The vessel was calcified. Hand inflation pressure was unk. Procedure was terminated by another balloon catheter. There was no adverse pt effects to the pt. This prod will be returned for eval and testing. Add'l info has been requested and will be submitted within 30 days upon receipt.